Event description:
It was reported that during a generator change out, a defibrillation threshold (dft) test was performed and this rv lead did not show impedance measurements. External conversion was required. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.